Event description:
Technician alleged the bed failed the electrical safety inspection, loss of ground. No patient impact.

Manufacturer narrative:
The technician found the power cord was worn. The technician replaced the power cord to resolve the issue.